Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture" confirmed via MRI, "fibroglandular tissue with abundant fatty replacement" and "defined, lobulated contours, with internal folds". This record is for the right side. The device was explanted and replaced.